Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 2000 mcg/day) via an implanted pump. It was reported that in (B)(6) of 2020 a seroma was noted at the pump pocket and recently the pump pocket incision opened up due to seat belt rubbing at pump site. Surgery was performed as the pump pocket was opened, washed out and pump placed back into pocket. No change was noted in catheter or pump status. It was noted the issue was resolved.